Event description:
It was reported the flex deflectable videoscope image disappeared and an error code presented. The issue occurred during a diagnostic procedure and completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector is cracked. The screen goes blank and displays scope communication error b31 and scope malfunction error e218. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.